Event description:
The complainant alleged that the clinician implanted an impella lp2.5 pump in a female pt who was also being treated with triple platelet aggregation inhibitors and anticoagulation drugs. Subsequent to the device being implanted, and during the hours of impella support, the pt experienced leaking/bleeding through the valve at the repositioning sheath. The pt's hemoglobin relevant bleeding was estimated to result in a blood loss of approx 300ml. The pt was administered red blood cells, for the treatment of the blood loss. The pt blood loss was reported to have been exacerbated by the anti-coagulation drugs that had been administered to her. After the clinicians unsuccessfully attempted to stop the bleeding, another impella lp2.5 pump was implanted in the pt. The complainant indicated that the second impella lp2.5 pump was successfully implanted in the pt, and was then in stable condition. There were no further adverse effects to the pt as a result of this reported event.

Manufacturer narrative:
Investigation results: the device was returned for evaluation. The problem was reproduced. The root cause of the bleeding was a defective valve seal. This results from high frictional interactive forces between the valve seal and the catheter, leading to either malfunction of the haemostatic valve (the valve being pushed into the distal end of the hub) or valve damage (valve crack, valve leaflet damage). The evaluation determined that the root cause of this event was related to the mechanical design of the valve seal. The following corrective action has been initiated to address this issue: based upon the investigation of the failure a CAPA (B)(4) was opened to procure and design a new valve seal. Internal ref: (B)(4).